Manufacturer narrative:
Product ID: 8731sc, serial#: unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient's catheter had migrated and looped. It was also noted that the patient had an "unknown infection". Cultures were taken from the patient's device pocket and revealed granulocytes and monocytes. Analysis of the fluid showed "cell boosters". A few months later, an additional five aspirations from the side port revealed "only a discrete cell booster". It was unclear how this had related to the event. The patient's pump was stopped because it was thought that the looped catheter would prevent the delivery of medication. At that time, the patient developed severe underdose symptoms and was hospitalized due to these symptoms. The patient was noted to have experienced fever, increased spasticity, and less than 50% therapy relief. The patient's catheter was replaced, but they were noted to have "still had problems with bad core stability". The patient was noted to be receiving therapy now, but it was not as adequate as expected, and a possible repositioning of the new intrathecal catheter will be scheduled. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.